Event description:
An orsiro drug-eluting stent system was selected for treatment. During unpacking, no stent could be found. Only the balloon, where the stent should be mounted, was present.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is not well folded anymore and has clearly been inflated. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped centered on the balloon. The stent was not returned. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon and verify that the stent is positioned between the proximal and distal balloon markers and not to use if any defects are noted.